Manufacturer narrative:
Additional information: b1, b6, b7, d10, e1, h1, h6, h11. B5: upon follow-up, t was reported that the peritonitis was manifested by cloudy pd effluent, abdominal pain and vomiting. It was reported the patient was not hospitalized for the event. Antibiotic therapy was discontinued and the patient was recovered from the event. Pd therapy was ongoing. It was further reported the cause of the peritonitis was due to use of mitra products. H11: based on additional information received, the unknown vantive disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm), ceftazidime injection (1gm) and tobramycin injection (40mg) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.